Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary, the device was received and evaluated at the service center. The reported complaint that the protective back plate over battery was lost, was confirmed. It was found that the battery tray cover was broken and missing. Also the transmitter pcb was found to be corroded. The defective transmitter pcb and the missing battery tray cover were replaced to address the identified and reported complaints respectively. The device was tested and found to be working according to specifications. The absence of the battery tray cover would have caused fluid ingress into the device, causing corrosion of the transmitter pcb. The missing cover is most likely a result of user mishandling of the device, either during transport or storage. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a knee arthroscopy procedure on (B)(6) 2020, it was observed that the protective back plate over battery on the vapr vue wireless footswitch device was missing. During in-house engineering evaluation, it was determined that the transmitter pcb was corroded. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.